Event description:
As last attempt to open artery, guidewire employed - however, broke off at juncture between first and second distal ends of guidewire. Staff and md note the juncture is not smooth where they meet, and so may have "caught" and sheered off when retracted at end of case. Patient needed amputation, but this was anticipated in event this last attempt was unsuccessful. So no real harm to pt.